Event description:
I have had a medtronic insulin pump since (B)(6) 2016, and upgraded to the 670g pump as part of the priority access program. This pump has brought my a1c down from an 8+ to 6.5, the lowest it has been since my diabetes diagnosis in 1999, a great feat. However, even with the continuous glucose monitoring system that has been integrated, I am having issues. Being hypo-unaware, I rarely wake up for a low sugar, and my sugar drops dangerously low in the middle of the night. I have the pump set to suspend delivery before low, meaning around 100mg/dl. (While in manual mode, I have been off and on auto mode because auto is supposed to stop these lows altogether, but as we all know, diabetes has no real rhyme or reason). One particular instance, I dropped below 40 for several hours. At one point I began having a seizure. Luckily, I had unhooked the pump when it first began to alert me to a low. I was incoherent by that time, so could not treat myself. Two hours after my pump suspended delivery, before paramedics administered glucagon, as my sugar was still reading "below 40" through my cgm (below 20 according to the paramedics) my pump's safety features kicked back in and began to microbolus again. Had my pump been hooked to my body at the time I very well may have died. I beg you to re-evaluate these safety features. This is not the first time my insulin dosage has resumed during an extended hypoglycemic episode. This is very dangerous.